Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was to be used for a urology stent placement procedure in the ureter, performed on (B)(6) 2022. During preparation. After pulling the suture, the stent shaft broke into two pieces. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was to be used for a urology stent placement procedure in the ureter, performed on (B)(6) 2022. During preparation. After pulling the suture, the stent shaft broke into two pieces. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the stent shaft was detached in two different sections and the suture hole looks in good condition. The suture was not returned. A functional evaluation noted that a mandrel of 0.036" passed through the stent without resistance. A photo of the device was attached in the complaint record showed that the stent was out of its original pouch and the stent shaft was detached. No other issues with the problems were noted. The reported event was confirmed. According to the product analysis, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found the stent with the shaft detached. Additionally, the suture was not returned indicating that it was removed, and stent was used. Therefore, it is possible to conclude that operational factors, interaction of the device with the suture string before their use such as an entanglement with excess of force applied, could have caused the found issue that were observed. Therefore, failure to follow instructions is selected as the most probable root cause for the complaint.